Event description:
It was reported that during a da vinci-assisted surgical procedure that the vessel sealer extend (vse) instrument was not able to connect to the e100 generator. The site stated that the instrument was able to connect to the erbe generator. The site was using a version 1 vse instrument. The site retrieved a version 3 vse instrument from their inventory and it worked appropriately. The site stated that they were worried that their version 1 vses would not work on the e100 generator. The tse advised the site's clinical sales rep (csr) who reported the issue that the customer should be able to use the version 1 vse instrument without issue. The procedure was completed with no reports of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the e100 generator to resolve the issue. The system was tested and verified as ready for use. Isi has requested the e100 to be returned for failure analysis testing. As of the date of this report, the product has not yet been received. The complaint was confirmed based on the field evaluation.